Event description:
This device was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 reportedly stated that a high shock impedance was observed. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).